Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the pacemaker exhibited backup vvi operation. The device failed to interrogate. The device was explanted and replaced. The patient was in a stable condition.